Event description:
The lens was originally implanted on (B) (6)2010. Due to incorrect calculation, the doctor implanted the wrong diopter; the lens was explanted and replaced. There were no consequences to the pt.